Manufacturer narrative:
(B)(4). Date sent: 12/10/2019. Date of event: publication year of 2014. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: transanal minimal invasive surgery with the endorec trocar: a low cost but effective technique. Author(s): valérie bridoux & lilian schwarz & leslie suaud & marie dazza & francis michot & jean-jacques tuech citation: int j colorectal dis (2014) 29:177¿181 / doi 10.1007/s00384-013-1789-3. The purpose of this retrospective study was to evaluate the feasibility of transanal minimal invasive surgery (tamis) with the endorec trocar. Between july 2010 and dec 2012, a total of 16 patients [n=8 male, average age 65 years (range 40-87 years), average bmi 25 kg/m2 (range 20-36 kg/m2)] with a rectal lesion eligible for tamis were recruited for this study. Resections were performed using a 5 mm 30° camera. Other instruments which were used were an atraumatic grasper and for dissections, the harmonic shears (harmonic ace; ethicon endo-surgery). The dissection was performed into the perirectal plane to perform a full-thickness bowel wall excision. Complications included postoperative fever (n=1); and small focus of low-grade dysplasia / small recurrence (n=1) wherein small recurrence found 6 months later and was excised. Harmonic shears for the dissections have good results in transanal endoscopic microsurgery (tem).